Event description:
Customer stated that the pad was laying on top of them and the switch sparked.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.